Event description:
(Os 16.799). The dentist reported near a month after the dental implant was installed in intraoral region #24, it was verified its non osseointegration; 60 cm of primary stability was achieved and immediate load was performed. Pt presented bone type ii.